Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 288mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button press due to corroded keypad traces. No button error alarm, no scrolling or ramping numbers noted during testing. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.